Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD was explanted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a possible infection. The patient also reported bruising over the device. All available information indicates that as of this time, the ICD with the right ventricular (rv) lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.